Event description:
It was reported that there was an issue with gk383r - ceramic electrode tip j-hk f/gk372r. According to the complaint description, the tip detached upon trocar removal. This occurred during a laparoscopic bilateral inguinal hernia procedure. An additional medical intervention was required. There was an unknown surgical delay and x-rays were taken. Laparascopic intra-abdominal exploration was also performed and the trocar was examined. The fragment was not found. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation: we made a visual inspection of the received electrode, especially the fracture surface. The fracture surfaces exhibit the typical signs of a multi axial stress condition of bending and torsion. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level ((4)5 severity x (1)5 probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA was not required.